Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a message was received stating there was blood in the catheter and the procedure was automatically stopped.

Event description:
It was reported that during a case involving a catheter and a mapping catheter, blood was detected in the catheters. The balloon catheter and mapping catheter were replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 230073468 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection showed the pebax tubing was ribbed at approximately 4 inches from the loop distal tip. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately 56 inches from the lemo connector. Visual inspection of the introducer showed the introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the loop catheter failed the returned product inspection due to the shaft kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.